Event description:
Reporter alleged the customer obtained a result of 91 mg/dl on the compact plus system while using expired strips and also while feeling the hypoglycemic symptom of shakiness. Reporter stated the customer was treated with breakfast as she was unable to self-treat. Reporter stated that hours later the emts were called and they obtained a result of 75 mg/dl on their system. Reporter stated the customer was taken to the hospital, treated for dehydration and that no diabetes treatment was administered. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.